Event description:
It was reported that insulin gauge displayed an amount much lower than caller expected, with pump showing no insulin remaining while caller expected about 80 units earlier in the day. There was no reported impact to the customer¿s blood glucose level. The customer reloaded the cartridge to resolve the issue.